Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in the mildly tortuous mid sfa. After pre-dilatation of the lesion, the device was introduced but the trigger could not be clicked. When the device was removed, the stent was released outside patient and the stent was clustering. Another stent was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned with the outer shaft being fully retracted. The device dimensions comply with the specification. The trigger at the handle is fully functional, i.e. Upon triggering the outer shaft retracts normally. The device shows no damage or irregularity besides several kinks in the device shaft which were, however, most likely induced during re-packaging for the return shipment. The stent has been released after device withdrawal and was not returned. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.